Event description:
It was reported that the mobile power unit (mpu) has a v-lock connector. It was possible that the power cord came loose at the wall/outlet or back of the unit as it happened before. There were no known environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Section b5: no external power events occurring on (B)(6) 2020 and (B)(6)2020 while on the mobile power unit were also reported under MFR # 2916596-2020-05508. This report addresses no external power events occurring on (B)(6) 2020. Manufacturer's investigation conclusion: the reported event of no external power was confirmed via the log file. The downloaded log file spanned approximately 6 days (18oct2020 to 24oct2020 and 30oct2020 per the timestamp). No external power alarms activated on (B)(6) 2020 at 20:30, on (B)(6) 2020 at 01:11, and on (B)(6) 2020 at 09:45 due to bus and rsoc voltage diminishing to ~0v while the device was connected to mobile power unit (mpu). This is consistent with disconnection of mpu power cable. The no external power events on (B)(6) 2020 and (B)(6) 2020 are investigated under MFR # 2916596-2020-05508. The backup battery was able to provide power to the pump. The alarm resolved shortly after reconnecting the power cable. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Additional information on 04jan2021 stated that the mpu was working as intended and has the v-lock cable. It was not known whether the no external power event occurred due to the power cord coming loose at the wall outlet, the back of the unit, or loss of power to the house. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 01sep2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the controller was alarming but the display was blank. The controller was exchanged. Upon review of a downloaded log file from the returned controller, no external power alarms were recorded on (B)(6) 2020 at 20:30, (B)(6) 2020 at 01:11, and (B)(6) 2020 at 09:45 while the device was connected to a mobile power unit (mpu). The mobile power unit was functioning as intended. The power cord has a v-lock connector. It was possible that the power cord may have come loose. There were no environmental circumstances that could have caused this issue. Atypical power cable disconnect alarms intermittently activated were noted between (B)(6) 2020 at 17:44 and (B)(6) 2020 at 21:12 while the device was on a battery power source.